Manufacturer narrative:
(B)(4)

Event description:
It was reported the device was explanted and replaced due to noise. The patient was stable post procedure.

Manufacturer narrative:
The reported noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the reported noise was suspected to be a lead anomaly.